Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt.

Event description:
When attempting to place a stent in the superficial femoral artery (side unknown), there was resistance when advancing the stent delivery system (sds) to the lesion through the vessel. Therefore, the physician removed the sds and the guidewire was exchanged for a new guidewire (radifocus, 0.035inch/terumo), and the product was re-advanced; however, the tip of the stent was released and the stent was partially deployed during the delivery. Therefore, the product was completely withdrawn out of the pt's body, and another stent was used to complete the procedure. The pt is a male (age unknown). The vessel had severe calcification, severe tortuousity and a 90% stenosis. The product was properly inspected and prepped, prior to use, and no anomalies were found. A femoral approach was used. There was no difficulty accessing the lesion with the guidewire. The lesion was pre-dilated without difficulty. When resistance was felt, the physician to advance the stent used add'l force. The locking pin remained in place. When the physician noticed that the stent had partially deployed, the system was removed from the pt. There was no reported injury to the pt.